Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap gastric bypass, the needle fell out of the device. Before needle fell out, surgeon mentioned that the needle was not passing as it normally does. The patient was not harmed and they were able to easily pick up the needle with graspers. In both cases a new device was opened to correct the issue. Current patient status: the patient is fine.

Manufacturer narrative:
A second device was used in the same procedure. That device is referenced under manufacturing reference complaint number (B)(4).